Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. No nonconformity has been registered during the manufacturing process of the affected lot and of the mentioned issue. One another complaint was received on this lot as an additional case tw#(B)(4) as the complaint initially was opened with description "there is a yellow part inside the packaging material like rust, and there is little water in the water pouch." A separate case was opened to address the "little water in pouch". (B)(4).. This complaint was presented to the complaint review board on august 15, 2024. The attendees concluded that the yellow discoloration was caused by a slow leak from the water sachet, which led to the coloring of the peel pack. No further actions are required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. Name of affiliation: (B)(6). Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
It was reported "there is a yellow part inside the packaging material like rust, and there is little water in the water pouch."

Manufacturer narrative:
E.1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.